Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target was a cavitary nodule 2.5 centimeters in size and located in the right upper lobe, close to the pleura. The procedure was completed as planned with no delays; post-procedure chest x-ray was unremarkable. The patient was discharged home; however, one day later, the patient was admitted to the hospital due to shortness of breath and back pain. A follow-up chest x-ray showed a moderate to large pneumothorax and a chest tube was placed to resolve the complication. The patient was placed under the care of their primary care physician, and it is unknown if the patient has been discharged from the hospital. The pulmonologist believed that the pneumothorax was not ion-related and would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined although the physician did not believe the complication was ion-related and would have likely occurred via another lung biopsy modality. A review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.